Manufacturer narrative:
Patient information:unk. This product is not marketed in the us. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo 12.6 implantable collamer lens of -11.0/1.0/015 (sphere/cylinder/axis) was implanted into the patients right eye (od) on (B)(6) 2021. On (B)(6) 2021 the lens was explanted due to glare/haloes and the patient feeling uncomfortable and could not tolerate. After repeated communication, the patient still insisted on removing the lens. The problem was resolved. Cause is reported as a patient related factor.